Manufacturer narrative:
Received one used list# ch2000s-c, spinning spiros® closed male luer, red cap (lot# unknown), one used bd alaris pump tubing, one used spinning spiros (list# unknown, lot# unknown) and another used bd alaris pump tubing. Unknown chemotherapy drug residuals were observed on the returned used list# ch2000s-c, and mating devices. As received, the returned devices were securely connected. No visible damage or anomalies were seen. The samples were leak tested and one spiros leaked from the area of the o-ring/poppet interface. The remaining spiros did not leak. The leaking spiros was disassembled, and the internal diameter of the o-ring was found to be torn. Evidence of string flash was also present on the outer surface of the o-ring. The o-ring tear likely occurred under ICU medical control. The reported complaint of leakage from one returned spiros can be confirmed. The gross leak occurred from an unusual tear in the o-ring. The probable cause of the tear is unknown. A device history record (DHR) review could not be conducted because no lot numbers were identified.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported a leak of an unspecified chemotherapy drug during use on a patient. Three drops of leakage were noticed on the floor. There was patient involvement, and no human harm.